Event description:
The reporter stated that three incidences of blood leakages at the stopcock closest to the pts during surgical procedures. The operations were interrupted. One pt experienced blood loss and had to be transfused.

Manufacturer narrative:
The reporter indicated that samples were available; however, product has not been received. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a cause without returned product investigation. A follow up MDR will be submitted should information become available which impacts this investigation, no additional action is necessary at this time.